Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was not performing the air removal step correctly. The customer was educated on the proper load techniques. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.